Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in event and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6), 2019. The procedure being performed was an arterial procedure. A 6fr procedural sheath was used prior to the angio-seal device. A pre-deployment angiogram was performed. . Hemostasis was achieved by the device.

Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: unknown due to the date of event being unknown. Explanted date: device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient developed a hematoma after the angio-seal device was deployed. The patient had to have a debridement done. The patient was reported to be doing fine. The procedure outcome was successful.